Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Device evaluation: 2 investigations were completed. 9266571829: product returned and met manufacturing criteria unknown/not provided: product not returned and manufacturing record review could not be performed since serial number is unknown. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Breakdown of lens damage is as follows: 1 event of haptic damage. 1 event of cosmetic issue. Products have not been returned. Serial numbers of suspect products (B)(4). Unknown/not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.